Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set crimped cannula event. The insertion site was at left side of abdomen. No further information was available.